Event description:
It was reported that during device upgrade procedure, an insulation abrasion was noted on the right ventricular lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.